Manufacturer narrative:
Evaluation completed. One infusion line was returned in a plastic (B)(6) bag along with a bl5425wv pack label from lot v5853. Visual inspection found the cannula is blue, as it should be for a 25ga pack component. A functional test was performed using a sample 25ga esa hub and sleeve assembly. The cannula would not insert into the hub. The diameter of the cannula was measured using calibrated calipers. The diameter measured .0280 which is over sized for a 25ga cannula.

Event description:
The user facility reported the infusion line would not fit. No patient injury. Additional information: the infusion line would not fit into the hub/cannula. The surgeon tried all three hubs, but it didn't fit. They opened a new pack, tested to the infusion line fitting into the hub and it worked. They completed the surgery with no impact to the patient.